Event description:
It was reported the t's fell off from the intserter needle. There is no surgical delay or patient injury reported.

Manufacturer narrative:
Device investigation narrative - one 72202469 fast-fix 360 assembly reversed curve needle delivery system returned. The device is used. Complaint is with regards to t2 falling off the device. T1, t2 and suture were not returned. Functional test cycled and actuated properly. It was then observed that the distal end of the delivery needle has been flattened. The delivery needle is more representative of a straight device. Per IFU: ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed¿. Inadvertent damage to the needle can bind or release the anchor when not intended to. There has not been manufacturing changes to the device recently. No root cause related to the manufacture of the device was confirmed. No further investigation at this time. Device returned for evaluation date received by manufacturer device evaluated by the manufacturer evaluation codes updated.